Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was an alleged deficiency of the ethicon products (surgicel and vicryl suture)? Does the surgeon believe that ethicon products involved caused and/or contributed to the following: one patient required conversion to hand-assisted laparoscopy secondary to brisk bleeding after removal of the hilar clamps. Manual pressure was utilized while deeper bolstering sutures were placed. One patient had dislodgment of the vascular clamps during excision necessitating conversion to an open approach. One patient developed a urine leak that was managed with a percutaneous drain for 5 weeks. If yes, provide the following details: date of procedure, patient¿s pre-existing conditions, patient age/gender/weight. Product codes and lot numbers for ethicon devices. Citation: phillips et al.; journal of endourology, volume 19, number 4, may 2005; www.liebertpub.com/end; department of urology, new york university school of medicine, new york, new york.

Event description:
It was reported in a journal article (techniques in endourology: robot-assisted laparoscopic partial nephrectomy: the nyu technique) which reviewed the technique of robot-assisted laparoscopic partial nephrectomy (ralpn) utilizing the davinci surgical system that intraoperative hilar clamping was utilized in the procedure that the patient underwent. With the davinci system, the patient¿s tumor was excised with cold scissors, biopsies were taken from the base for frozen-section study, sutures were placed at the base, fibrin glue was activated in the defect, a absorbable hemostat bolster was laid in the defect, and mattress sutures were placed over gelfoam plug/absorbable hemostat bolsters prior to releasing the clamp. Sutures were also introduced for suturing large perforating vessels or collecting-system defects. During the procedure, the patient required conversion to hand-assisted laparoscopy secondary to brisk bleeding after removal of the hilar clamps and possibly manual pressure was utilized while deeper bolstering sutures were placed. The patient possibly had dislodgment of the vascular clamps during excision, necessitating conversion to an open approach. The patient possibly developed a urine leak that was managed with a percutaneous drain.